Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks across several episodes. Technical services (ts) analyzed device episode data and determined that the shocks were inappropriate due to either t-wave oversensing or oversensing of flutter waves while in the primary and secondary vectors. Ts discussed programming options and clinic evaluation as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.